Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 04/30/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 04/30/2014 with the following findings: keypad is worn but all keys function normally. No contamination was found under the key contacts. The battery compartment is cracked from the grip towards the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.